Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance related to the complaint event was identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests patients condition likely contributed to the event. Patient presented barlows disease with leaflet prolapse across all the mitral valve segments. This preexisting condition, characterized by excessive leaflet tissue and the uneven closing of the leaflets, may have difficulted the optimal grasping of the leaflet, leading to an slda one day after the procedure. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from france, edwards received notification of a pascal precision ace procedure in mitral position. On post-operative day (pod) 1, there was a single leaflet device attachment (slda). The patient had degenerative mitral regurgitation (mr), barlow disease and prolapse across the entire mitral valve. During the procedure, one ace was successfully implanted, in anterior-posterior (a3-p3) position. The initial mr grade was severe, reduced to mild after the index procedure. On pod#1 a slda was detected. The device detached from the posterior leaflet, and remained attached to the anterior one. Mr grade severe was observed. As per medical opinion, the perceived root cause of the event was barlow disease affecting posterior leaflet. At the time of this investigation, re-do procedure is being considered.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.